Manufacturer narrative:
The device was received and evaluated. A functional evaluation found that the catheter inflated without difficulty. The catheter was dissected and no manufacturing discrepancies were found that could have caused or contributed to reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that two of the catheters from the same batch were used to attempt to replace a suprapubic catheter of the same brand and size. However, the catheter balloon did not inflate properly. There was no reported patient injury.